Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, pain, depression, anxiety-product/procedure.

Event description:
Patient's representative reported, right side ¿strong pain¿. ¿enlarged lymph nodes in breast¿, ¿device recall¿, and "depression". The device remains implanted.

Event description:
Patient representative reported that the patient experienced ¿strong pain¿ and ¿enlarged lymph nodes in breast¿. Patient representative stated ¿patient then found out that their devices were recalled for the risk to develop cancer. For this they suffered depression¿. Physician confirmed ¿breast tenderness/soreness spreading to the axilla¿. The device remains implanted. This relates to the right side.